Event description:
It was reported that the device was used during a laparoscopic appendectomy. After the first firing with a white reload, the device was on the meso appendix, the device was closed to remove from the trocar and reload. The device would not open, but was not on tissue when locked out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Meso. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? After complete firing what color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? 1st. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Device would not reopen after closed to remove from the trocar. Believed the sequence was not completed correctly to return the knife. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 2+. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.